Manufacturer narrative:
On the same day as the onset, the patient began treatment with unknown antibiotics as treatment for peritonitis and it was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient visited the out patient department due to the peritonitis, however, it was not reported if the patient was admitted to the hospital for the event. Treatment was not reported. At the time of this report, the peritonitis was resolving, the patient was recovering from the event and extraneal/physioneal therapies were ongoing. No additional information is available.